Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify device heating up due to blank display. No unexpected heating up of battery, battery tube or electronic assy was noted. No traces of heating up including burns, electrical shorts or heat damage components in electronic assy was noted. However, moisture damage found on electronic assembly. Also, moisture damage motor during visual inspection. Pump received with corroded battery tube, cracked belt clip slot, missing end cap sticker and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery compartment of the insulin pump was overheating. Customer reported that the insulin pump barely recognized the battery and there was silver and black residue on the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.